Event description:
Smart tools continues to list and sell non-FDA listed devices and claim that are medical devices with support from the FDA. This needs to be investigated and stopped. See website. They are now distributing another non-FDA approved manometer/sphygmomanometer. Their original one was never listed with the FDA and now they are using an even worse version from (B)(4). This needs to stop. They are distributing automatic pumps now that are also not listed with the FDA. The only thing they have listed with the FDA are their tourniquet cuffs. They are now distributing new tourniquet cuffs that are not listed. Will the FDA stop this? These automatic cuffs need to be accurately calibrated (along with the manometers) in order to ensure safety and prevent poor outcomes. There have been reports of their pumps not displaying the accurate pressure and their automatic pumps have had poor readings during sample testing. Someone will be hurt or seriously injured from utilizing these non-FDA listed manometers, pumps, and tourniquet cuffs in the near future. (B)(6). FDA safety report ID #: (B)(4).